Event description:
The manufacturer's field service engineer reported power fail occurrences resulting in a maximum resets exceeded during power on self test. No patient involvement.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power. (B)(4).